Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 02-dec-2017, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 03-jul-2022, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: 25-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he had a CT myelogram and his healthcare provider confirmed that the cervical lead had migrated. The patient stated even with the migration his pain coverage has continued to be what he was accustomed to. The indication for use was spinal pain. No patient symptoms reported.